Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring beforehand. There was no reported adverse impact to the customer. Technical support provided information on how to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur after the reset. The customer was instructed to call back if the issue happened again and was informed they could continue using the pump.